Event description:
The customer reported that he was hospitalized with blood glucose levels greater than 500 mg/dl. The customer experienced nausea and organ rejection, sepsis and cellulitis as well. The customer had initially called for assistance logging on to the (B)(4). Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.